Event description:
It was reported that the device failed the user test and had error codes in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.